Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 300-399 mg/dl and ketones that were not identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.